Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the clip failed to release from the catheter after attempting to rotate the braided catheter and the control knob. It was noted the device was difficult to rotate. The procedure was completed with unknown device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code activation, positioning or separation problem (a15) captures the reportable event of clip failed to release from catheter.

Manufacturer narrative:
Block h6: imdrf device code activation, positioning or separation problem (a15) captures the reportable event of clip failed to release from catheter. Block h11: investigation results: media of the resolution 360 clip was analyzed, and a media inspection noted evidence of a control wire kink and evidence of full deployment. The reported event of clip failure to release from catheter and device difficult to rotate/poor rotation was not confirmed. Based on all the reported information available and provided media from the customer since the device was not returned, the investigation did not detect any problems related to the reported issue, "clip failure to release from catheter" as the device is fully deployed. Regarding the device difficult to rotate/poor rotation it will be classified as "unable to exclude device problem" since the device wasn't returned for functional testing. By examining the media that was provided by the customer, it is likely that the failures found in the device occurred due to procedural factors such as excess of force or the manner as the device was handled and manipulated. Excessive manipulation of the device without enough care could have induced the defects found. All compiled information on this investigation determines that the most probable cause is "adverse event related to procedure"

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the clip failed to release from the catheter after attempting to rotate the braided catheter and the control knob. It was noted the device was difficult to rotate. There were no patient complications reported as a result of this event. No additional information despite good faith efforts.